Event description:
While the patient was being draped for the procedure, the x-ray arm broke and fell off from the ceiling suspension system striking the cath lab tech on the shoulder. The tech had lifted the shield part of the x-ray arm up when the upper part of the arm broke falling to the ground. The patient was not struck by the arm nor were they injured in any way. This was the fourth occurrence of this type experienced by facility. Mavigg replaced all ceiling suspension systems in this facility in september, 2005 with a steel version of the product and there have been no additional incidents since the equipment was replaced.